Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the eos was unknown and that the patient was being referred for an ins replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient got himself out of overdischarge and they were meeting to clear the power on reset. The representative found the stimulation couldn't be turned on and the clinician programmer showed that the implant had reached end of service. No previous overdischarge was known. Troubleshooting reviewed to get the data file to confirm the number of overdischarges. The indications for use were non-malignant pain and other chronic/intractable pain of the trunk/limbs. No patient symptoms reported.